Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to be interrogated due to battery depletion and reaching elective replacement indicator (eri) approximately one year ago. The ipg was still pacing at the eri parameter of vvi 65. The ipg has been explanted and replaced. The patients right atrial (ra) lead was also discovered to be undersensing while on the analyzer and with the new ipg. The physician chose to retain the ra lead, but did program the device to a vvir mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 383059, lead; implant: (B)(6) 2006. (B)(4).